Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device migration ("essure micro-inserts had actually started to migrate out of her fallopian tube, down towards her uterus"), (seriousness criterion medically significant and intervention), lupus, mixed connective tissue disease (seriousness criterion medically significant) in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016 the patient experienced, abnormally severe menstrual pain; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip, joint, and connective tissue, and uterine pain; abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation; severe inflammation of shoulder, hands, and fingers; general body aches; numbness; abdominal distention; migraines; headaches; vaginal discharge; uncomfortable intercourse; skin irritation (rashes, redness, dryness, itching); hair loss; chronic fatigue; weight gain; and low thyroid levels. Essure treatment was withdrawn. Plaintiff underwent surgery (she underwent a partial hysterectomy and bilateral salpingectomy). She also underwent surgery (shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report migrate out of her fallopian tube, lupus, mixed connective tissue disease abnormally severe menstrual pain; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip/ joint, and connective tissue, and uterine pain; abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation; severe inflammation of shoulder, hands, and fingers; general body aches; numbness; abdominal distention; migraines; headaches; vaginal discharge; uncomfortable intercourse; skin irritation (rashes, redness, dryness, itching); hair loss; chronic fatigue; weight gain; and low thyroid levels was unknown the reporter considered all the above mentioned events to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2010: full occlusion of fallopian tubes. Ultrasound scan - (B)(6) 2016 essure migrate out of her fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus/ migration of essure device into uterus"), systemic lupus erythematosus ("lupus"), mixed connective tissue disease ("mixed connective tissue disease") and polyarthritis ("severe inflammation of shoulder hands, and fingers;") in a 36-year-old female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), the first episode of pain ("connective tissue pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), polyarthritis (seriousness criterion medically significant), the second episode of pain ("general body aches"), hypoaesthesia ("numbness"), abdominal distension ("abdominal distention"), dyspareunia ("uncomfortable intercourse"), skin irritation ("skin irritation"), erythema ("redness of skin"), dry skin ("dryness of skin"), pruritus ("itching of skin") and thyroid function test abnormal ("low thyroid levels"). The patient was treated with surgery (she underwent a partial hysterectomy and bilateral salpingectomy) and surgery (shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, mixed connective tissue disease, dysmenorrhoea, pelvic pain, back pain, arthralgia, uterine pain, menstrual disorder, polyarthritis, the last episode of pain, hypoaesthesia, abdominal distension, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, thyroid function test abnormal and weight decreased outcome was unknown and the abdominal pain, menorrhagia, skin irritation, rash, erythema, dry skin, pruritus and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device expulsion, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, pelvic pain, polyarthritis, pruritus, rash, skin irritation, systemic lupus erythematosus, thyroid function test abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Plantiff had uterus and both of fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Ultrasound scan - in (B)(6) 2016: essure migrate out of her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus/ migration of essure device into uterus"), systemic lupus erythematosus ("lupus"), mixed connective tissue disease ("mixed connective tissue disease") and polyarthritis ("severe inflammation of shoulder hands, and fingers;") in a 36-year-old female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), the first episode of pain ("connective tissue pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), polyarthritis (seriousness criterion medically significant), the second episode of pain ("general body aches"), hypoaesthesia ("numbness"), abdominal distension ("abdominal distention"), dyspareunia ("uncomfortable intercourse"), skin irritation ("skin irritation"), erythema ("redness of skin"), dry skin ("dryness of skin"), pruritus ("itching of skin") and thyroid function test abnormal ("low thyroid levels"). The patient was treated with surgery (she underwent a partial hysterectomy and bilateral salpingectomy) and surgery (shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, mixed connective tissue disease, pelvic pain, back pain, arthralgia, uterine pain, menstrual disorder, polyarthritis, the last episode of pain, hypoaesthesia, abdominal distension, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, thyroid function test abnormal and weight decreased outcome was unknown, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, skin irritation, rash, erythema, dry skin and pruritus was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device expulsion, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, pelvic pain, polyarthritis, pruritus, rash, skin irritation, systemic lupus erythematosus, thyroid function test abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Plantiff had uterus and both of fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Ultrasound scan - in (B)(6) 2016: essure migrate out of her fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: plaintiff fact sheet received: outcome of the events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus/ migration of essure device into uterus"), systemic lupus erythematosus ("lupus"), mixed connective tissue disease ("mixed connective tissue disease") and polyarthritis ("severe inflammation of shoulder hands, and fingers;") in a 36-year-old female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight loss"). In june 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), the first episode of pain ("connective tissue pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), polyarthritis (seriousness criterion medically significant), the second episode of pain ("general body aches"), hypoaesthesia ("numbness"), abdominal distension ("abdominal distention"), dyspareunia ("uncomfortable intercourse"), skin irritation ("skin irritation"), erythema ("redness of skin"), dry skin ("dryness of skin"), pruritus ("itching of skin") and thyroid function test abnormal ("low thyroid levels"). The patient was treated with surgery (she underwent a partial hysterectomy and bilateral salpingectomy) and surgery (shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, mixed connective tissue disease, dysmenorrhoea, pelvic pain, back pain, arthralgia, uterine pain, menstrual disorder, polyarthritis, the last episode of pain, hypoaesthesia, abdominal distension, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, thyroid function test abnormal and weight decreased outcome was unknown and the abdominal pain, menorrhagia, skin irritation, rash, erythema, dry skin, pruritus and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device expulsion, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, pelvic pain, polyarthritis, pruritus, rash, skin irritation, systemic lupus erythematosus, thyroid function test abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Plaintiff had uterus and both of fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Ultrasound scan - in (B)(6) 2016: essure migrate out of her fallopian tube. Most recent follow-up information incorporated above includes: on 13-mar-2018: lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus/ migration of essure device into uterus"), systemic lupus erythematosus ("lupus"), mixed connective tissue disease ("mixed connective tissue disease") and polyarthritis ("severe inflammation of shoulder hands, and fingers;") in a 36-year-old female patient who had essure (batch no. 678811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an hta at time of essure in (B)(6) 2009". The patient's medical history included vaginal bleeding, menses irregular, bleeding menstrual heavy, intermenstrual bleeding, endometrial hyperplasia, adnexa uteri cyst, menometrorrhagia, dysfunctional uterine bleeding, vaginal bleeding, bloating, hyperplasia and frequent periods. Previously administered products included for an unreported indication: ibuprofen, toradol, betadine and lortab. Concurrent conditions included uterine bleeding, endometrial ablation, menstrual cycle abnormal, cramp, uterine cramps, ovarian cyst, cough, stress incontinence and urinary incontinence. Concomitant products included diazepam (valium), ibuprofen (motrin) and oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), the first episode of pain ("connective tissue pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), polyarthritis (seriousness criterion medically significant), the second episode of pain ("general body aches"), hypoaesthesia ("numbness"), abdominal distension ("abdominal distention"), dyspareunia ("uncomfortable intercourse"), skin irritation ("skin irritation"), erythema ("redness of skin"), dry skin ("dryness of skin") and pruritus ("itching of skin") and was found to have thyroid function test abnormal ("low thyroid levels"). The patient was treated with surgery (she underwent a partial hysterectomy and bilateral salpingectomy and shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, mixed connective tissue disease, pelvic pain, back pain, arthralgia, uterine pain, menstrual disorder, polyarthritis, the last episode of pain, hypoaesthesia, abdominal distension, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, thyroid function test abnormal and weight decreased outcome was unknown, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, skin irritation, rash, erythema, dry skin and pruritus was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device expulsion, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, pelvic pain, polyarthritis, pruritus, rash, skin irritation, systemic lupus erythematosus, thyroid function test abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Plantiff had uterus and both of fallopian tubes were removed. Unspecified date taken drug toradol oral 60 mg/mi injection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of fallopian tubes. Total bilateral occlusion. Ultrasound scan - in (B)(6) 2016: results: essure migrate out of her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: mr received reporter information was added. New event was added medical device monitoring error. Concomitant drug and medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus/ migration of essure device into uterus"), systemic lupus erythematosus ("lupus"), mixed connective tissue disease ("mixed connective tissue disease") and polyarthritis ("severe inflammation of shoulder hands, and fingers;") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), the first episode of pain ("connective tissue pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), polyarthritis (seriousness criterion medically significant), the second episode of pain ("general body aches"), hypoaesthesia ("numbness"), abdominal distension ("abdominal distention"), dyspareunia ("uncomfortable intercourse"), skin irritation ("skin irritation"), erythema ("redness of skin"), dry skin ("dryness of skin"), pruritus ("itching of skin") and thyroid function test abnormal ("low thyroid levels"). The patient was treated with surgery (she underwent a partial hysterectomy and bilateral salpingectomy) and surgery (shoulder surgery for calcifications caused by the lupus). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, mixed connective tissue disease, dysmenorrhoea, pelvic pain, back pain, arthralgia, uterine pain, menstrual disorder, polyarthritis, the last episode of pain, hypoaesthesia, abdominal distension, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, thyroid function test abnormal and weight decreased outcome was unknown and the abdominal pain, menorrhagia, skin irritation, rash, erythema, dry skin, pruritus and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device expulsion, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, pelvic pain, polyarthritis, pruritus, rash, skin irritation, systemic lupus erythematosus, thyroid function test abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved. Plaintiff had uterus and both of fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Ultrasound scan - in (B)(6) 2016: essure migrate out of her fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal) and weight loss. The event ¿essure micro-inserts had actually started to migrate out of her fallopian tube,down towards her uterus¿ was clubbed with ¿migration of essure device into uterus¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.